Manufacturer narrative:
The pump was received with button error alarm and had intermittent up and down buttons response due to moisture damage on keypad traces. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 301 mg/dl. The customer stated that she was not able to press any buttons on her pump so she took the battery out. The customer stated that the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.